Manufacturer narrative:
(B)(4).the homechoice device received a returned instrument testing evaluation. The reported problem was identified during the event history log review as a system error 2240. This evaluation included functional, electrical and simulated-use testing of the device and a visual inspection. No additional issues were found duringhte evaluation. The cause of the alarm was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. Patient involvement was not reported; therefore, it is unknown whether there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available a supplemental report will be submitted.